Event description:
The core impaction drill was sent for eval because it was smoking during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant delay.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.